Event description:
A malfunction alarm related to altitude was reported on the pump. There was no adverse impact to the customer's blood glucose level. The customer's insulin delivery was initially suspended due to the alarm, but technical support guided the customer in cleaning the speaker holes and reconnecting the cartridge. After following instructions, the pump resumed normal operation, and the customer received tips to prevent future altitude alarms.